Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer would not boot. The computer was replaced. The system then passed the system checkout and was found to be fully functional. The computer was returned and is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that after loading an exam on the system, the system rebooted itself and then the screen went black and stated no input detected. The site attempted to reboot the system without resolution. The medtronic representative was onsite checking out the system and stated he was unable to get the system to recover. He reseated cable connections and stated the computer fan was cycling. There was no patient present when this issue was identified.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the event is a known software anomaly documented in a test track record. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned for analysis. Testing revealed that the computer booted normally to the application screen. The seatools long test and memtest86 test showed no errors. There was no failure detected. If information is provided in the future, a supplemental report will be issued.